Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone12.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 36 and 48 hours. It was reported that the patient¿s blood glucose measured approximately 180 mg/dl. It was reported that the site was red, swollen and painful. The patient had an x-ray (outcome not reported) and was treated with amoxicillin two tablets to be taken daily for 10 days. The patient was released later on the same day.